Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had primary surgery done roughly 25 years ago. There are no op notes or records for the primary surgery. Markings on the implants are unknown. The patient was brought to surgery because of osteolysis and elevated metal ion levels. The doctor said that the patient was relatively asymtomatic. No ref numbers or lot numbers available. It was an aml 14/16 taper stem, tri-spike cup with a 32+5 metal head. The head had worn through the poly and started articulating on the metal. Cup, liner and head were removed while stem was saved. The patient got a new cup, poly liner (competitor) and a 36+11 head (depuy). Doi: 25 years; dor: (B)(6) 2019; unknown hip.